Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction, malignant neoplasm on right breast. (B)(4).

Event description:
It was reported (via FDA medwatch mw5088610) that a patient of unknown age who underwent breast prostheses implantation with unknown saline implants during the 1980s is experiencing health issues that she believes are a result of the disintegration of her implants implanted in the 1980s. The patient reported rheumatoid arthritis and fibromyalgia. The patient also reported a complete mastectomy of her right breast (presumed to be due to a malignant neoplasm) and underwent explantation of these devices on an unknown date. The patient reported that she saw about a 50% decrease in her health issues post mastectomy. The patient reported she felt better than she had in years and had stopped pain medication within 3 days of mastectomy. The patient then underwent expansion and "silicone fills" with unknown brand tissue expanders, and following that, implantation with a mentor memorygel breast implant 525cc gel breast prosthesis and a mentor memorygel breast implant 600cc gel breast prosthesis on (B)(6) 2017. The patient reported that within weeks of her implantation with gel devices, her pain and issues slowly returned and became worse than when she had her saline implants. Her pain and swelling continued to increase and her joints began to gnarl up. In addition, the patient suffered from several mini strokes. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s gel implants. The events for these gel implants (devices 5 & 6 in mw5086610) were reported to the FDA under manufacturer report numbers 1645337-2019-19835 and 1645337-2019-19836. The sequence of events outlined in mw5088610 are difficult to interpret and it is not entirely clear if reported devices 1-4 are mentor brand. Mw5088610 indicated that four of the reported devices were manufactured by mentor and two of the devices have an unknown manufacturer. However, identifying information was only provided for the patient¿s gel implants (devices 5 & 6). In an abundance of caution, these events were reported to the FDA for the saline implants. This medwatch report is for the patient¿s left saline breast prosthesis that was implanted in the 1980s.